Manufacturer narrative:
Manufacturer's analysis conclusion: a direct correlation between heartmate ii lvas and the reported patient outcome could not conclusively be established through this evaluation. The current heartmate ii lvas IFU respiratory failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported through the patient outcome the patient expired due to terminal extubation. No additional information was provided.